Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad produced low flow alarms, driveline disconnects, and pump stops while on battery support. The lvad was placed on an ungrounded patient cable. The submitted log file was reviewed by the manufacturer¿s technical service representative and confirmed the pump stoppage while on battery support. On (B)(6) 2018 the manufacturer¿s technical service representative performed a distal end percutaneous lead (driveline) replacement. Additional pump stoppages occurred post-driveline replacement, and were confirmed via log file analysis by the manufacturer¿s technical services. In response the lvad was placed on an ungrounded patient cable and the patient was reportedly doing well.

Manufacturer narrative:
Sections d4, h4: additional information. Device evaluation: although the reported pump stops were confirmed through the analysis of the submitted log files, the evaluation of the replaced external portion of the percutaneous lead (driveline) did not confirm external wire damage that would have contributed to these events. A distal-end driveline replacement was performed on (B)(6) 2018 and approximately 28 inches of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Rescue tape was observed approximately 7 inches through 8 inches from the metal connector. Removal of the tape revealed that the outer jacket had been pinched lengthwise and three small tears were observed approximately 7 inches, 7.75 inches, and 8 inches from the metal connector. The bionate, although discolored, showed no signs of damage. The metal braided shield was frayed and showed areas of severe breakdown at the base of the connector and approximately 7 inches through 8.5 inches from the metal connector. The silicone jacket, bionate cover and the metal braided shield were carefully removed to evaluate the underlying wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline solution for high-potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. It was reported that the alarms returned about 30 minutes after the repair was completed. Since then, the patient¿s lvad was placed on an ungrounded patient cable. Multiple attempts were made to obtain additional information; however, no information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported. No further information was provided. The manufacturer is closing the file on this event.